Event description:
It was reported that the green part of impactor broke off, black rubber coming off back up.

Manufacturer narrative:
The associated complaint devices were not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.